Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
It was reported that the single coil rv lead could not successfully defibrillate and convert patient. A dual coil rv lead was successfully implanted. Patient was stable throughout.